Event description:
The customer reported that the interconnect cable would not plug in. The system would not be able to boot up in this instance. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable connector. The system operates as intended.